Manufacturer narrative:
Due to character restrction in block e1. E1 event site address is (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field: e1 (event site address). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that during pim testing showed leak which resulted in test failure. Fse determined the pim was faulty and replaced the pim module ((B)(4)). Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) has auto-inflation failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.